Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) came out of the pocket and was partially coming out of the incision site. The icm was explanted, and scheduled to be replaced. No patient complications have been reported as a result of this event.